Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the slalom pta balloon catheter had inflation difficulty; the balloon catheter was removed from the patient and a leakage of contrast media was confirmed. A new slalom balloon was used to complete the procedure. There was no reported patient injury. A 4f non cordis sheath introducer was inserted and an unknown guidewire crossed the lesion. A slalom pta was delivered to the lesion to inflate. However the balloon did not inflate and was unable to apply pressure. It was initial inflated. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
It was reported that the slalom pta balloon catheter had inflation difficulty; the balloon catheter was removed from the patient and a leakage of contrast media was confirmed. A new slalom balloon was used to complete the procedure. There was no reported patient injury. A 4f non cordis sheath introducer was inserted and an unknown guidewire crossed the lesion. A slalom pta was delivered to the lesion to inflate. However the balloon did not inflate and was unable to apply pressure. It was initial inflated. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used. One non-sterile slalom pta .018 hp 40 5x4 was received coiled inside a plastic bag. The balloon was received deflated. No damages or anomalies were noted in the device. No blood residuals were observed in the balloon. A leak test was performed, and the balloon was inflated with no leakage observed. A device history record (DHR) review of lot 17275882 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system leakage¿ was not confirmed through analysis of the returned device as leakage was not noted. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors are likely contributors. According to the instructions for use (IFU), ¿when an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ neither the analysis nor the DHR suggests that the failure reported could not be related to the manufacturing process. Therefore, no corrective action will be taken at this time